Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Does ethicon have your permission to contact your surgeon, in the event ethicon would. Like to contact your surgeon for more clinical information to be used for a product. Quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a rotor cuff reconstruction and bicep tenodesis on (B)(6) 2019 and suture was used to close the incision. Three weeks post-op, on (B)(6) 2019, the patient returned for a follow-up visit to her general practitioner and was diagnosed with a bacterial infection, serratia marcences. There were swollen bumps in the location where the suture was working its way out of her body, at the incision sites. The patient was treated with antibiotics and steroids. The patient still has swelling where the incision was located. The suture is located under her armpit. The area around the suture is hard. The patient tries to massage it around the area to break it up and it hurts when she does so. Additional information has been requested.